Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation. Medical records were provided and reviewed. Approximately eight months post deployment, it was noted that the ivc filter was tilted. Approximately two weeks later, ivc filter retrieval was successfully performed; however, one detached filter strut was embedded in the anterior wall of ivc and was unable to be removed. Therefore, the investigation is confirmed for filter tilt and limb detachment. However, based on the provided medical records, the investigation is inconclusive for perforation of the ivc. Additionally, the investigation is unconfirmed for retrieval difficulties, as the filter was successfully retrieved using a recovery cone. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf320j filter tilted, perforated, detached, and was difficult to remove. The device and filter strut have not been removed after an attempted but unsuccessful percutaneous removal procedure. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old female patient¿s weight was not reported.